Manufacturer narrative:
Pump unable to prime during prime/delivery test due to faulty force sensor resistor (gold). Pump passed the rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Pump received with cracked display window corner, battery tube threads, reservoir tube lip, belt clip slot, minor scratched display window and missing end cap sticker.

Event description:
It was reported that customer received two motor error alarms and was able to rewind. Customer was advised that insulin pump will be replaced. No further information provided.